Event description:
It was reported to boston scientific corporation in late 2006 that a wallflex duodenal stent system was used during a duodenal stent placement procedure performed the day prior (patient gender, age and weight are unknown). According to the complainant, the stent was deployed. As the scope was removed, "the stent came out too." Under fluoroscopic image it appeared that the stent had deployed, however "the stent would not detach and stay inside the patient." It was removed with the scope and delivery system. The procedure was completed with another wallflex duodenal stent system. There were no patient complications as a result of this event.

Manufacturer narrative:
No consequences or impact to the patient. Deploy, failure to. A review of the device history record for this lot revealed no anomalies. A search of the complaint database revealed no additional complaints reported for the same lot. Product analysis cannot confirm the complaint reported; however, it was confirmed that the stent had been deployed from the returned device and that it was severely damaged with its stent loops appearing to have been pulled. The cause of the reported malfunction is undetermined.